Manufacturer narrative:
Product complaint # :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A prosthesis shows signs of loosening in the patient. It is not known whether he released the femur or if the poli disengaged.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The x-ray review and photo investigation found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. Please confirm, was the patient revised. If yes, please provide the date of the revision surgery. - it was not revised, it will be revised, so the request to ship another product to the revision on behalf of j&j. 2. Please confirm if there was loosening. Which component was loose and on what interface did the loosening occur? --> the approach has not yet been performed, it appears to be the insert. 3. Please confirm the quantity of the smartsetmv mv endurance 40 g. In surgical details, there are 2 units mentioned. 4. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No. 5. Was there any suggestion by anyone indicating that there was or maybe a deficiency with the attune ps fb insrt sz 7 6mm? If yes, please provide details. No.